Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a suspected disassociated poly liner. This suspicion was confirmed during surgery. The poly liner had come loose for some unknown reason and the femoral head was articulating on the metal socket. The surgeon is unsure why the liner dissociated. The head, screw and liner were removed. A new liner and head were implanted. There was metallosis present as well. Doi: (B)(6) 2018 - dor: (B)(6) 2019 (right hip).